Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). Five (5) unused samples in original packaging were returned for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with passing results. Although no leakage was observed, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the reason for my call is that we are currently experiencing issues in our b. Braun blood lines and there are 2 lot numbers in which we are experiencing patients having an amount of air in the blood lines. Since friday, the customer reports that they have found 2 more lots - all together there are 27 cases that cannot be used due to excessive air in the lines in the venous chamber, and there is a ridiculous amount of bubbles in the venous and arterial lines which is triggering a warning and they (the staff) have to remove up to 120ml of air.